Event description:
It was reported that the back door covering the cord on the programmer needed to be repaired. It was further reported that the programmer head connection under the keyboard must be pressed on for it to be able to interrogate patients and that the rubber came off the radio frequency (rf) programmer head so that it does not stay in place on patients. The programmer and rf head were returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Programmer head connection under the keyboard must be pressed on for it to be able to interrogate devices; printed circuit board assembly replaced. Power supply found loose/detached. Back door covering the cord needed to be repaired. Keyboard latch and display bezel are broken. (B)(4). Analysis confirmed the report that the rubber came off the programmer head.